Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("worsening pelvic pain, which is much worse during her menses; however, she has pain throughout the month as well") and pain ("the pain is sharp and stabbing and crampy in nature across the entire pelvis, worse on the left side and radiates to her back and her left leg") in a 30 year-old female patient who had essure inserted (lot no. 748470) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of genital herpes (with occasional outbreaks), overweight, ex-tobacco user (she quit smoking 1-1/2 years ago), chronic headaches (treated by her primary care physician with amitriptyline 25 mg daily), allergy to animals (cats and dogs (hives, sneezing)), dust allergy, latex allergy (redness, swelling, blisters), fruit allergy (citrus fruits (mouth and throat swells and itches)), nickel allergy (water blisters, skin peels), cesarean section (full-term), primiparous and primigravida. Her primary care physician performed cmp and sexually transmitted infection testing, they were normal. The patient denies any history of abnormal pap smears. On (B)(6) 2010, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required) and pain (seriousness criteria medically important and intervention required). At an unknown time, she experienced breast pain ("breast pain, worse before menses but continues throughout her cycle as well"), abdominal distension ("bloating, worse before menses but continues throughout her cycle as well"), headache ("headaches, worse before menses but continues throughout her cycle as well"), brain fog ("brain fog, worse before menses but continues throughout her cycle as well"), heavy menstrual bleeding ("her periods are heavy and getting heavier, they last for 5 days associated with fatigue"), fatigue ("her periods are heavy and getting heavier, they last for 5 days associated with fatigue"), hypersensitivity ("allergies aggravated") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, pain, breast pain, headache, heavy menstrual bleeding and fatigue were unknown. Essure was removed on (B)(6) 2015. The reporter considered abdominal distension, brain fog, breast pain, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, hypersensitivity, pain and pelvic pain to be related to essure administration. The reporter commented: no complications during essure insertion. Since that time she has had worsening pelvic pain, sharp and stabbing and crampy in nature across the entire pelvis, worse on the left side and radiates to her back and her left leg. No complications during essure removal, removal findings: normal-appearing uterus, tubes, and ovaries. Fallopian tubes were opened after specimen removed and essure coils were partially pulled from the fallopian tubes. Both essure implants were noted to be intact and in place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.995 kg/sqm. [Full blood count] in (B)(6) 2015: normal. [Human papilloma virus test] in (B)(6) 2015: negative. [Pathology test] on (B)(6) 2015: surgical pathology report: diagnosis: uterus, cervix, bilateral fallopian tubes, laparoscopic total hysterectomy and bilateral salpingectomy: - mildly disordered proliferative endometrium - cervix with no significant pathologic changes - fallopian tube with no significant pathologic changes - negative for malignancy clinical information: pre-operative diagnosis: pelvic and perineal pain procedure: robotic assisted total lap hysterectomy and bilateral salpingectomy post-operative diagnosis: pelvic and perineal pain specimen submitted: uterus, cervix, bilateral fallopian tubes gross description: both fallopian tubes contain intact fimbriated ends. [Smear cervix] in(B)(6) 2015: negative [ultrasound scan] in (B)(6) 2015: completely unremarkable with an endometrial stripe of 5 mm quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical records received: new reporter (physician) added; medical history and lab data added; lot number was provided; on(B)(6) 2010 essure was inserted for female sterilization. Event chronic headache was moved to medical history, all other events were added. On (B)(6) 2015 essure was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("worsening pelvic pain, which is much worse during her menses; however, she has pain throughout the month as well") and pain ("the pain is sharp and stabbing and crampy in nature across the entire pelvis, worse on the left side and radiates to her back and her left leg") in a 30 year-old female patient who had essure inserted (lot no. 748470) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of genital herpes (with occasional outbreaks), overweight, ex-tobacco user (she quit smoking 1-1/2 years ago), chronic headaches (treated by her primary care physician with amitriptyline 25 mg daily), allergy to animals (cats and dogs (hives, sneezing)), dust allergy, latex allergy (redness, swelling, blisters), fruit allergy (citrus fruits (mouth and throat swells and itches)), nickel allergy (water blisters, skin peels), cesarean section (full-term), primiparous and primigravida. Her primary care physician performed cmp and sexually transmitted infection testing, they were normal. The patient denies any history of abnormal pap smears. On 27-aug-2010, the day of essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required) and pain (seriousness criteria medically important and intervention required). Essure was removed on 19-nov-2015. On an unknown date, the patient had essure inserted. On unknown date she experienced breast pain ("breast pain, worse before menses but continues throughout her cycle as well"), abdominal distension ("bloating, worse before menses but continues throughout her cycle as well"), menstrual headache ("headaches, worse before menses but continues throughout her cycle as well"), brain fog ("brain fog, worse before menses but continues throughout her cycle as well"), heavy menstrual bleeding ("her periods are heavy and getting heavier, they last for 5 days associated with fatigue"), fatigue ("her periods are heavy and getting heavier, they last for 5 days associated with fatigue"), hypersensitivity ("allergies aggravated") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, pain, breast pain, menstrual headache, heavy menstrual bleeding and fatigue were unknown. The reporter considered abdominal distension, brain fog, breast pain, dysmenorrhoea, fatigue, heavy menstrual bleeding, hypersensitivity, menstrual headache, pain and pelvic pain to be related to essure administration. The reporter commented: no complications during essure insertion. Since that time she has had worsening pelvic pain, sharp and stabbing and crampy in nature across the entire pelvis, worse on the left side and radiates to her back and her left leg. No complications during essure removal, removal findings: normal-appearing uterus, tubes, and ovaries. Fallopian tubes were opened after specimen removed and essure coils were partially pulled from the fallopian tubes. Both essure implants were noted to be intact and in place. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 34.995 kg/sqm. [Full blood count] in june 2015: normal [human papilloma virus test] in august 2015: negative [pathology test] on 19-nov-2015: surgical pathology report: diagnosis: uterus, cervix, bilateral fallopian tubes, laparoscopic total hysterectomy and bilateral salpingectomy: - mildly disordered proliferative endometrium - cervix with no significant pathologic changes - fallopian tube with no significant pathologic changes - negative for malignancy clinical information: pre-operative diagnosis: pelvic and perineal pain procedure: robotic assisted total lap hysterectomy and bilateral salpingectomy post-operative diagnosis: pelvic and perineal pain specimen submitted: uterus, cervix, bilateral fallopian tubes gross description: both fallopian tubes contain intact fimbriated ends. [Smear cervix] in august 2015: negative [ultrasound scan] in june 2015: completely unremarkable with an endometrial stripe of 5 mm quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.